Event description:
It was reported that a declot procedure was being performed in the lower arm fistula of a male pt in the surgery dept. Upon removal of the ptd, it was observed the tip was much shorter than usual. It is unk if the tip separated or was broken prior to use. A new ptd was used to complete the procedure. The whole procedure was used to complete the fluoroscopy and they did not see a piece of the tip anywhere. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4).